Event description:
The patient required conversion of a right primary total shoulder arthroplasty (tsa) to a reverse total shoulder arthroplasty (rtsa) due to a rotator cuff tear. During the procedure, all components were explanted with the exception of the humeral stem, which was retained. A tray and polyethylene insert from our system were implanted and mated with a competitor¿s glenosphere and baseplate. The patient was last known to be in stable condition following the event. No further information is available.

Manufacturer narrative:
D10: 300-01-14 - eq humeral stem prim press fit 14mm: (B)(6). 300-10-15 - eq replicator plate 1.5mm o/s: (B)(6). 300-20-02 - eq square torque define scr dr kit: (B)(6). 310-01-50 - eq, humeral head short, 50mm (beta: (B)(6). 314-13-33 - eq cage glenoid m, post aug, right: (B)(6). 315-35-00 - glnd kwire: (B)(6). 315-35-00 - glnd kwire: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.